Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device, some creases were observed in anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Shell abrasion failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It is possible the rupture also was caused by the stress occasioned to the shell by the capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 5789816 and 5808458, and no non-conformance's related to the reported complaint were identified. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced postoperative capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. Additionally, a mammogram on (B)(6) 2019 displayed possible bilateral rupture as well. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 475cc mentor memorygel breast implants (catalog number 3504754bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.